Manufacturer narrative:
Additional information: an attempt was made to use one resolute onyx coronary drug eluting stent to treat a non-calcified, severely tortuous lesion of 90 degree with 99% stenosis in the right coronary coronary artery. Resistance was not noted while advancing the device to the lesion, it went through smoothly. The issue occurred on the first inflation. The pressure applied was 12 atm and the balloon ruptured after a few seconds. The device was not moved or repositioned in the lesion while inflated. It was visible that the stent was expanded however a post dilation was performed with a non-medtronic balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned to medtronic for evaluation with balloon folds expanded. Blood was visible in the balloon. The stent was not present on the balloon. The device was placed in a waterbath overnight to disperse the blood/residue in the balloon lumen in order to aid inflation, however it was not possible to perform negative prep or pressurization of the device due to hardened blood in the lumen. Additional attempts were made to disperse the blockage however it was not possible. It was not possible to identify the reported burst/leak site on the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a moderately tortuous coronary artery lesion. The device was inspected prior to use with no problems observed. Negative prep was performed with no problems observed. The lesion was pre-dilated. It was reported that a balloon rupture occurred during stent placement. The device was passed through the lesion and the balloon was inflated, but the pressure disappeared midway, confirming the rupture. The stent could be placed without any problems, and the expansion was performed again. The procedure was completed. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.